Manufacturer narrative:
The customer reported a suspected false (incorrect) positive result on a rapid-result covid test system on an individual patient. Repeat testing of the sample with the rapid-testing platform could not reproduce the reported event. Confirmatory testing of the patient via additional unspecified testing platforms was negative. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
The customer reported a suspected false (incorrect) positive result from a rapid covid test system on an individual patient.